Event description:
It was reported by svc report that the fowler was drifting and could not hold position with weight. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler.